Event description:
The rptr stated the surgeon attempted to insert an aq2003v silicone three piece lens but the haptic was torn by the cartridge. There was no pt contact or injury. Another same type lens was implanted. The rptr stated the torn haptic may have been due to a misload of the lens during the loading process.

Manufacturer narrative:
Conclusions: based on the complaint history, a possible root cause of the event has been determined to be due to user error. It should be noted that the inject cartridge were not returned for eval.